Manufacturer narrative:
Summary eval: the insert passed both dimensional inspection and functional check. This suggests that the event is not device related. Summary evaluation: evaluation results as received from howmedica leibinger gmbh indicate that this event would be related to user technique.

Event description:
The insert would not fit in the baseplate. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.